Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On (B)(6) 2024, it was reported by the patient that infusion set cannula was kinked and hypoglycemia occurs after 3 hours of use. Infusion set was placed in abdomen and upper thigh. Low blood glucose level was displayed low. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed octreotide and eating carbs. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.